Manufacturer narrative:
The reported field event of packaging anomaly was confirmed. The device's inner tray packaging contained discoloration at one of the corners. The device's manufacturing DHR was reviewed and no anomalies were found in the record. The cause of the discoloration on the packaging cannot be determined.

Event description:
It was reported that during device implant procedure the device packaging was suspected to have been compromised when some blood was seen on the package cover. The device was not used.

Event description:
New information received notes that the patient was stable.